Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. The stylet was returned in lead with ez tool properly seated over terminal connector. No stylet damage was noted and a stylet insertion test passed. The lead body damage allegation (lead tip and distal coil did not look right) was not confirmed. Visual inspection showed distal shock coil appeared normal. Laboratory analysis only confirmed the reported allegation on the helix difficulty and difficult-to-position.

Event description:
It was reported that the physician did not get the fixation mechanism to work right on this right ventricular (rv) lead. The physician did a whole bunch of turns and then had to reposition the 4 to 5 times. The field representative thought that the cardiac tissue might be dead in the apex. When the physician finally got a good spot, the helix was extended however, the lead between the tip and distal coil did not look quite right. The physician went to remove the stylet and it was stuck in the lead. The lead was explanted. No additional adverse patient effects were reported.